Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported that on (B)(6) 2011, the patient noted the insulin cartridge was leaking. On (B)(6) 2011, the patient obtained the elevated blood glucose reading of 301 mg/dl, and on (B)(6) 2011, he obtained the reading of 346 mg/dl. The patient tested negative for ketones and experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment. Troubleshooting revealed there were no kinks in the cannula, the infusion site had no issues, and all basal/bolus totals delivered accurately matched those programmed, and all pump settings were correct. There was no adverse event associated with this issue.